Event description:
It was reported the patient has to recharge his ipg every couple of days and it takes up to 4-6 hours to recharge. Based on the patient's settings, this issue appeared to be premature battery depletion. It was reported the patient will have his ipg replaced. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.